Event description:
The bp module on the philips multi measure server (mms) will issue an error code indicating an nibp malfunction. The problem is solved with the replacement of the nibp pump, but this happens several times, sometimes as often as four times per day. The problem is limited to a set of serial numbers and only happens with machines with those serial numbers. These machines are only one year old. The manufacturer is aware and stated there have been similar issues with this device in other facilities.what was the original intended procedure?blood pressure measurement.